Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis. The customer stated that she has not been treating for her over night high blood glucose levels due to the extreme low blood glucose levels in the morning that they cause. The customer then stated that she had been having low blood glucose levels for the past six months. The customer further stated that her doctor lowered her blood glucose settings for night time, but that she lowered the settings even more to compensate for the morning low blood glucose levels. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.